Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, but an olympus field service engineer (fse) was dispatched to customer site. Based on the results of the investigation, a root cause could not be identified. The foreign material was possibly a simethicone substance, which was confirmed to be used by the customer. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that a videoscope had foreign objects remaining in it after reprocessed through the reprocessor. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.